Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/11/2015 with the following findings: the display lens was scratched. Unrelated to the original complaint, the display was dim, faded and discolored and the display lens was cracked.